Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the tip of the harmonic ace instrument broke while holding the tissue. The fragment fell into the patient¿s cavity and was retrieved during the same procedure. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. When the customer used the instrument for less than 10 minutes to dissect the tissue, the instrument tip broke, and the fragments fell into the patient. The fragment was retrieved during the same procedure and confirmed with visual inspection. Additional surgical procedure and post-operative tests were not performed. The surgeon did not notice any issues with the functionality of the instrument. It was unknown what caused the breakage to occur as the instrument did not collide with any hard materials or other instruments. In addition, the fragment(s) did not fall inside the patient during an instrument tip or accessory collision. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. The patient had no injury or harm and has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Based on the claim against the product by the customer stating the tip of the harmonic ace instrument broke and fell into the patient¿s cavity, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The probable root cause of a broken blade is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). This complaint is considered a reportable event due to the following conclusion: it was alleged that during a da vinci-assisted thyroidectomy surgical procedure, the tip of the harmonic ace instrument broke and the fragment fell into the patient¿s cavity. The fragment was retrieved during the same procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the blade was broken, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a blade broken. Failure analysis investigations replicated and confirmed the customer reported complaint. The blade broke at roughly 0.396¿ from the base. The broken piece was not returned. Common causes of the failure mode broken instrument blades are typically attributed to mishandling/misuse. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). Blade damage may be detected by the generator with a solid tone or an error. The complaint regarding the broken blade was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.